Event description:
It was reported to tyco healthcare/kendall on 3/21/2008, that a customer had a problem with the prefilled heparin syringes. The customer reports home infusion, chemo patient with a mediport. Immediately after unhooking the chemo, the line was flushed with heparin and the patient instantly began vomiting. The patient required hospitalization for IV fluids after being diagnosed with dehydration.

Manufacturer narrative:
Submit day 4/14/2008. An investigation is currently underway, upon completion the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.